Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the operating room for routine generator change showing total loss of capture. Device interrogation revealed high pacing lead impedance as well. Diagnostic imaging revealed externalized conductors on the rv lead. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the event.